Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood and contrast visible in the hub, inflation lumen, loosely folded balloon, and blood in the guide wire lumen, which is consistent with use and a rupture while in the patient anatomy. A new indeflator was used in an attempt to pressurize the balloon when fluid leaked out of a hole in the balloon over the distal balloon marker. The hole was located within a square flap of balloon material within the fold. The flap was between the balloon folds and could be peeled back. The mini trek catheter was sent to scanning electron microscopy (sem) for further analysis. The analysis determined the balloon failure may possibly be related to exposure conditions or a material/processing discrepancy. The leak was located at a radial flap of peeled material in a fold. No excessive mechanical damage was observed at or near the rupture. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with the stent or other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. It was reported that no leaks were noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. However, it is possible that the balloon was damaged/pinched during manufacturing such that upon inflation attempt, the balloon ruptured as a result of the damage. Although a conclusive cause for the reported rupture could not be determined, manufacturing has been notified of the issue. All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that the balloon was placed into the target lesion, but could not be inflated. The balloon was noted to be damaged, as contrast media was leaking out. The device was removed from the anatomy and replaced with a new balloon, which was used successfully. No patient effects were reported. No additional information was provided.